Event description:
It was reported that the patient's driveline was heavily taped from the driveline site to the system controller, with multiple breaks in the outer sheath. The patient stated that they had been going over some of the driveline with extra rescue tape as they felt it needed more coverage. Some of the tape was removed and photos were obtained. While removing the tape, some areas felt slightly oily. The patient denied any spillage across the driveline but asked if the oily substance "looked pink". They retaped the driveline with rescue tape from the base of the clamp, all the way up to the middle of the driveline. It appeared from the submitted images that the outer plastic layer (bionate) appeared to have been intact and was not cut or breached.

Manufacturer narrative:
Section d4: device expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
No further troubleshooting was performed, and the patient was noted to be well, with no intervention planned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a review of the submitted photograph confirmed damage to the driveline outer jacket; however, a specific cause for this damage could not be conclusively determined through this evaluation. The submitted photos revealed multiple holes in the outer jacket, exposing the underlying bionate layer. The bionate layer appeared intact. Additionally, the entire driveline appeared to be covered in tape. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU). Is currently available. Section 6, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.